Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported a leak on the alinity m system sn (serial number) (B)(6). The customer reported that when they entered the laboratory on (B)(6) 2024, they noticed a solution in front of the alinity m system sn (B)(6). Samples had been run overnight on the previous friday, (B)(6) 2024 and this was the first time someone had entered the lab since that run. The liquid was predominately below the ebv (ethanol vapor barrier)/diluent cradle, and when the system solution drawer is fully open, was predominately on the front left hand side of the alinity m base. The customer usually puts the ebv bottle on when the low level alert comes up, but they would usually be using the instrument so the bottle would transfer shortly after the bottle is placed onto the cradle. In this case the instrument was not used after the ebv bottle was placed onto the instrument, and the ebv sat on the cradle until the customer walked back in and noticed the leak on monday morning ((B)(6) 2024). The leak was within the walking path of the instrument. There was no report of injury or exposure to the leak.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.